Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not be interrogated. It was noted that the patient had a heart rate in the 30 beats per minute (bpm) range. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.